Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm (alarm 30) during basal delivery. A new cartridge was loaded to address the issue. Subsequently, multiple cartridge change error messages occurred with multiple cartridges during the loading process. Reportedly, the customer had manual injections as alternate insulin therapy. Customer's blood glucose was 134 mg/dl.